Manufacturer narrative:
The dispatched fse has analyzed the log file and could confirm the reported issue. The log shows that the incremental decoder had detected a few consecutive deviations between expected and measured piston position. The automatic ventilation is being shut down in such case to prevent from damages to the system. The motor including membrane was replaced as a precaution. The device was released for service again after having passed the full scope of tests according to specifications. Visual inspection of the replaced motor and a test run in a lab device revealed indeed no nonconformities. From the available information cannot be concluded with certainty what might has caused the response of the workstations' safety system during the course of event. No technical error condition could be determined. A reasonable explanation would be that pressure transients have acted on the ventilators' membrane as it would be the case when the patient experiences strong coughing or if the ventilation tubing gets occluded suddenly. Dräger medical finally concludes that the workstation has responded to a deviation of unknown origin as per definitions of the safety concept. The device alarmed and ventilation mode was switched to man/spont which enabled the user to complete the procedure; no patient consequences have been reported.

Event description:
It was reported that the device detected an error condition of the ventilator unit during operation and alarmed accordingly. The workstation switched to manual ventilation mode allowing the user to finish the procedure. No patient consequences have been reported.